Event description:
A malfunction occurred with the customer's insulin pump, identified by the malfunction code "malf 0" and fault ID "0x244e." There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, as the original pump could not be reset. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.